Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 2249697-2012-00376.

Event description:
It was reported that, "during the tka, when the surgeon was cutting the pt femur by using a triathlon mis 4:1 cutting block and the mis 4:1 modular capture, the capture came off from the cutting block due to vibration of a blade."